Event description:
The customer reported a leak in the coulter® hmx hematology analyzer with autoloader. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment of gloves, gown and goggles when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found the tubing was loose at the feed through fitting between the lyse pumps (pm1 and pm2) and the wbc (white blood cell) bath. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).